Event description:
It was reported the customer excessive no delivery alarms on their insulin pump. Customer's blood glucose was 300 mg/dl. No additional information provided.

Manufacturer narrative:
The insulin pump passed displacement, rewind, basic occlusion, prime/a33 and no delivery tests. No excessive no delivery error alarm noted. No cosmetic damage noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.